Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to contamination/corrosion in the battery cap contact and battery tube. The pump passed the operating currents and there were no low battery alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call numerous times regarding the battery life of the insulin pump. The customer's blood glucose was 202 mg/dl at the time of incident. The insulin pump was returned for analysis.